Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right atrial (ra) lead exhibited low--out of range--pacing impedance. No resolution. Patient stable throughout.